Event description:
Meter was failing the calibration testing. The pt was unable to test on meter for two weeks. Pt visited pt's physician, who tested pt's blood sugar and told pt that pt's blood glucose result was normal. No exact results were reported. The pt continued to take pt's oral medications of glyburide and metformin with each meal. The pt neither alleged harm nor experienced injury or medical intervention. The pt performed two check strip tests, both failed. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.